Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
After initial MDR was submitted, customer followed up and stated issue was not resolved. B5: updated to reflect new information obtained from customer follow-up d9: updated to reflect new information obtained from customer follow-up h6: annex b code updated to reflect new information obtained from customer follow-up

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.